Event description:
It was reported that during the procedure, the subject catheter's radio opaque (ro) tip came off and moved into more distal circulation. The physician decided not to attempt removal of the ro tip since it was too distal in the patient circulation. There was a surgical delay of 25 minutes as the physician tried to figure out what device had traveled distally. The patient current condition is unknown but there are no reports of adverse consequences due to this event. No other information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device and the hub. On visual inspection, the catheter shaft was bent. The catheter distal shaft was severely flattened. The radio opaque (ro) marker was detached. The catheter hub was intact. Functional inspection and testing was unable to be carried out as the ro marker was detached and remained in the patient. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient. The damage noted to the device would be indicative of the as reported defect. It was seen that the microcatheter was severely damaged and the device would have not left the manufacturing process in the returned condition. The microcatheter was flattened and kinked which would have caused difficulty advancing the stent during the procedure. The ro marker most likely became detached when friction was felt and force may have been used. The microcatheter most likely was damaged during the procedure due to some procedural/anatomical factors encountered during use leading to the reported and analyzed defects. Based on the investigation results and available information, an assignable cause of procedural factors will be assigned to the as reported and analyzed events.

Event description:
It was reported that during the procedure, the subject catheter's radio opaque (ro) tip came off and moved into more distal circulation. The physician decided not to attempt removal of the ro tip since it was too distal in the patient circulation. There was a surgical delay of 25 minutes as the physician tried to figure out what device had traveled distally. The patient current condition is unknown but there are no reports of adverse consequences due to this event. No other information is available.